Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported an issue with the 1.6 x 356mm (.062in x 14in) hyperflex flexible guide wire, lot 1006714 that occurred during an acl surgery on (B)(6) 2020 in (B)(6). It was reported that the guidewire tip broke off during use while the doctor was screwing the acl screw in. The broken part was removed from the patient using a grasper. It is indicated that there was no impact or injury to the patient and the procedure was successfully completed with a 15- minute delay by using another 8572 guidewire. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the broken tip was removed.

Manufacturer narrative:
The customer's reported complaint that the guidewire broke is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided for this specific incident, therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found a total of four complaints involving five units for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that the use of a washer/sanitizer or disinfection solution may affect the life expectancy of the device. It is recommended to inspect and test functionality of the devices before each use and to determine the end of the serviceable life. This issue will continue to be monitored through the complaint system to assure patient safety.